Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date= in 2006 inratio=3.1, lab=2.2; inratio=2.7, lab=2.0; inratio=3.0, lab=2.2; inratio=4.5, lab=3.5; inratio=6.4, lab=4.8; inratio=3.6, lab=2.4; inratio=2.1, lab=1.7; in 2007 inratio=6.6, lab=4.3

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date in 2006- inratio= 3.1, 2.7, 3.0, 4.5, 6.4, 3.6, 2.1; lab=2.2, 2.0, 2.2, 3.5, 4.8, 2.4; mean= 2.65, 2.35, 2.6, 4.0, 5.6, 3.0; confidence limits= 1.7-3.8, 1.6-3.4, 1.7-3.8, 2.3-5.7, cannot be determined, 1.8-4.2, 1.3-1.7; in 2007 inratio=6.6, lab=4.3, mean=5.45, confidence limits=cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the last set of data, the mean>5.0 and the difference between inr's is >2.2. Per internal procedure, the comparison was considered inaccurate. Per text, she has also been using strips that expired in feb 2007." Caller used expired strips to obtain inratio result. Products will be tested.